Manufacturer narrative:
It was reported that the patient had an adverse reaction to the product material leading to infection and additional surgery. The reported events of patient reaction and infection cannot be confirmed upon investigation of the returned product. Visual evaluation identified patient debris (dried blood and bone) and damage on all devices. The suture thread was damaged and frayed. The eyelet and anchor had both fractured. Measurement analysis of the anchor od was found to match specifications. No further measurements could be taken from the devices due to their damaged state. The root cause of the reported failure modes are undetermined. However, the most likely probable cause is damage incurred during the follow up surgery to remove the products. The root cause of the adverse reaction and infection are undetermined as well.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that arthrex (B)(4) has been notified of the following incident: a patient underwent an arthroscopic brostrom and internal brace ankle procedure (B)(6) 2019. The patient progressed erroneously in wound healing, secondary to rejection of internal suture material, causing infection and desistance on (B)(6) 2020. Patient has been under antibiotic treatment since with biomics 400mg and danzen 10mg. On (B)(6) 2020 a fistulectomy was performed in the surgeon¿s office under local anesthesia, as well as wound remodeling and closure with dermalon 3/0, which was rejected and (B)(6) 2020 a vacuum therapy peak wound patch was placed to prevent the formation of seroma which prevents proper wound closure in an attempt to avoid a major surgical procedure. After 10 days the patch was removed (B)(6) 2020 finding granulation of the tissue, with bleeding edges and pacacity of wound remodeling with little exudate. A culture was performed of the secretion. Laboratory sample results reported staphylococcus aureus. Patient is sensitive to trimethoprim with sulfamethoxazole so an oral administration was administered for 15 days to remit infection symptoms. Due to wound closure not occurring a revision surgery has been scheduled for (B)(6) 2020 to remove the arthrex products and remodel the wound for cutaneous closure.